Event description:
Contact can only see part of the numbers on the display. Through a review of the system over the phone, it was verified that segments were missing from the ten and units positions of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The conctact was invited to call 24/7 with future questions/concerns.